Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient was having a head MRI but it was not due to a problem with the device or therapy. The patient reported that their ins has not worked for 6 months. They have a follow up appointment with their hcp on (B)(6) 2017. No further complications were reported/are anticipated.